Manufacturer narrative:
The customer reported that eight devices contributed to eight reported events (one device per event). The customer returned two devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the two returned devices will be used for the medwatch. The following MFR were submitted related to the evaluation: 2183502-2016-00376, 2183502-2016-00377, 2183502-2016-00378, 2183502-2016-00379, 2183502-2016-00380, 2183502-2016-00381, 2183502-2016-00382, and 2183502-2016-00383. Two portex® anesthesia breathing circuits were returned for investigation. The devices were received without their original packaging. A review of the device history record, relevant to the reported lot, found no non-conformities or abnormalities during manufacturing. Visual inspection of the first returned device found that the device was broken. During examination, no marks of damage were noted on the surface of the filter. However, it was noted that the surface of the device was not fully sealed and less than half of the surface showed evidence of the sealing mark. Visual inspection of the second returned device found that one of the two device pieces was not completely sealed. Less than half of the surface showed evidence of the sealing mark. Investigation determined that the cause of the reported leaks was due the supplier not sealing the filter properly. (B)(4).

Manufacturer narrative:
The "medical device reporting for manufacturers" (aka) medical device guidance document ©1997, section: how to report (page 24) says that manufacturers are not required to recopy information submitted to them on medwatch form 3500a, unless they are copying the information onto an electronic medium. The manufacturer should always include, without alteration, a copy of the medwatch form received from the user facility and distributor, with their own submissions. Smiths medical received an MDR, medwatch (B)(4), from a user facility via post. It is not known if the user facility reported medwatch (B)(4) to the FDA electronically or on paper; therefore, the manufacturer copied all information from the user facility's MDR into the manufacturer's emdr verbatim unless otherwise indicated. As per direction received from the FDA on 12/9/1999; the manufacturer completes block in its entirety regardless if the user facility completes all or any of blocks, therefore block may contain corrected and/or additional data additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Event desc: during the delivery of anesthesia during surgery, the heat and moisture (hme) filter devices integrated into the patient breathing circuits leaked or completely fell apart during as many as 8: procedures in different operating rooms on the same day. Manufacturer response for disposable anesthesia breathing circuit, (B)(4) (per site reporter). The manufacturer hasn't evaluated the problem yet. What was the original intended procedure? Anesthesia delivery during surgery. Device usage problem: device malf.